Manufacturer narrative:
A boston scientific technical services representative gave programming recommendations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device had atrial fibrillation with fast ventricular response. The rhythm was detected in the monitor only zone. The ventricular response accelerated to the ventricular tachycardia (vt) zone, and, as the device does not have detection enhancements in the monitor only zone, a clinically inappropriate shock was delivered. It was also reported the device had exhibited atrial undersensing and had stored atrial tachy response markers during the vt episode. No adverse patient effects were reported.